Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) prograsp forceps instrument; however, isi has not received the RMA to confirm/identify the failure mode. An instrument log review was performed, the instrument was last used on 11/02/2023 and had 5 uses remaining.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the wire portion of the prograsp forceps instrument became damaged and caused bowel tissue to catch on the instrument. The nurse stated the wire was not completely broken and so the surgeon tried to continue using the instrument. After continued use, the bowel tissue kept getting caught on the wire. There was no bleeding and no additional tissue needed to be removed. While there was no serious tissue entrapment, the instrument was removed from the field and a backup prograsp forceps instrument was used. The procedure was completed robotically. There were no post operative complications.

Manufacturer narrative:
Failure analysis (fa) replicated and confirmed the customer reported event. Fa found the primary failure of a frayed grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.